Event description:
Caller reported that insulin gauge displayed an unexpected amount, differing from expectation. The issue occurred on a previous day, and no adverse impact to the customer's blood glucose level was reported. Customer resolved the discrepancy by loading a new cartridge and was advised to call back if the issue recurred. Caller requested an email with links to cartridge load resources.